Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, patient was unable to deploy sensor wire. At the time of the call with dexcom technical support, patient reported no medical intervention or injuries.